Manufacturer narrative:
Add'l info was requested, however, returned document did not include this info. Investigation could not be completed, no conclusion could be drawn, as no device was returned. Device history record review has been requested.

Manufacturer narrative:
Device was used for treatment. A retrieval analysis and product development review were conducted. There is no evidence of device failure or mal-function that warrants further actions and no new risks can be identified. The implant components show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There is iatrogenic damage present on the inlay, superior endplate, and inferior endplate consistent with surgical removal of the device. There are signs of impingement between the superior and inferior components on both the endplates. The risks of impingement are covered in the prodisc-c implant risk analysis revision f. Bone remnants were present on both endplates indicating good bony apposition and growth. No new risks, user needs, or updates to the complaint files contained have been identified as a result of the condition of the device.

Manufacturer narrative:
This file failed submission for 12/07/2012 and the medwatch was closed. The medwatch was reopened, phone number corrected, and is being resubmitted. Device used for treatment. (B)(6). Corrected date: previously reported event date reported in follow-up 1 should be blank.

Event description:
Patient was implanted with prodisc-c at c6-c7; 9 months postoperatively, after initial resolution, patient complained of the return of symptoms including persistent pain. Prodisc-c was removed and patient was revised to acdf c6-c7. On november 07, 2012 the patient weight, (B)(6), was provided by the hospital contact, initial reporter.

Event description:
This is report number 1 of 1 for complaint number (B)(4).

Event description:
Pt was implanted with pro-disc c at c6-c7; 9 months postoperatively, after initial resolution, pt complained of the return of symptoms including persistent pain. Prodisc-c was removed and pt was revised to acdf c6-c7.